Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up.

Event description:
It was reported that during the initial activation, in situ testing showed channels 1 to 5 in status hi. All other intra-cochlear electrode impedances and growth path were normal. Insertion of the electrode during surgery was reported to be difficult due to unexpected abnormal anatomy and several insertion attempts were made. An incomplete insertion was achieved with at least channel 12 being extra cochlea. Intra-op x-ray confirmed electrode placement within the cochlea. The patient reportedly had a post-op infection skin flap which was medically cleared prior to device activation. The patient will return to the center for additional programming and monitoring. Revision may be considered depending on her performance.